Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked and unresponsive display that rendered the device unusable for interaction, and a photo of the damaged screen was provided for verification. Symptoms included no reported adverse clinical effects, with blood glucose levels described as in range at the time of the report. Outcomes included the user reverting to an alternative insulin therapy without reported interruption of glycemic control and without hospitalization. Investigation included customer service assessment with visual confirmation via user-supplied image and verification of device identification details. Investigation of this device revealed damage consistent with physical impact to the display component, leading to loss of touchscreen responsiveness and functional impairment. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.